Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-00741. It was reported that physician noted infection at the incision site pre-operatively during scs ipg implant procedure ((B)(6) 2018). As a result, the leads were removed and drainage tube was placed. No further information is available at this time.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-00741. Additional information identified that infection was treated with antibiotics and resolved. Reportedly, patient was unaware if culture was obtained.